Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the device did not coagulate the vessels during a colectomy even though an end tone, indicating a completed seal cycle, was heard. The vessel was the interior mesenteric vein and bleeding was controlled by suture. There was no injury to the patient.

Manufacturer narrative:
(B)(4). Date of follow-up report: 08/23/2016. One used ls1020 ligasure device was received, and evaluation of the returned sample could not confirm the reported issue. Visual inspection found no defects. The device was activated multiple times on porcine kidney samples, pressing the button in various locations on a range of vessel sizes to detect any activation issues. All seal cycles were completed satisfactorily, and a visual seal effect with an end tone was observed for each application. The investigation found the device to function normally and within specifications. A review of the device history records for this lot shows no potentially contributing factors, and that it was released upon meeting all quality requirements.